Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a force sensor error after changing the plunger head and testing the cable against a known good. It was stated that the motherboard is bad. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
D9: 01-apr-2024. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed damage to the inside top housing. Functional testing duplicated the reported issue. The investigation determined that a faulty main printed circuit board was the cause of the reported issue. The circuit board was replaced to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.